Event description:
It was reported by the customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) was emitting a continuous beeping alarm. No patient was involved, and no adverse event or harm was reported. A getinge field service engineer (fse) evaluated the unit and observed that after powering the device down, the alarm continued. The fse removed the batteries to obtain serial numbers, which stopped the alarm. The issue could not be reproduced afterward. Further review identified that the unit was stored in a cath lab hallway as a backup device and was overdue for its scheduled preventive maintenance (pm) by approximately one month. Additionally, the adb battery was found to be due for replacement. The customer was advised to proceed with the overdue pm, especially as trained staff were now available to support maintenance activities. No parts were replaced at that time in order to minimize cost to the customer. The unit was tested, confirmed to be fully functional, and returned to service with the customer, ready for patient use.

Manufacturer narrative:
Event site name: (B)(6).